Event description:
It was reported that several non sustained right ventricular oversensing (nsrvo) episodes determined to be post paced t wave oversensing were observed since (B)(6) 2022. Programming changes were recommended. There were no reported patient consequences.